Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) underwent a surgery procedure due to pain and hardness around the abdominal area and scrotum. The surgeon said the abdominal tissue around the reservoir and the scrotum was hard and he suspected the device was infected. The patient is leaving for international travel, therefore the physician decided to remove all device components and replace with a tactra until the patient returns from travel, at which time he will confirm that the infection has cleared and return to surgery to replace with a 3-piece device. No further patient complications were reported.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis. Therefore; no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.